Event description:
The unit was replaced during the case, due to reduced gas transfer. The case was completed with no report of patient complication received. Additional event information was not provided.